Event description:
It was reported that during preparation for a stenting treatment procedure a shaft break occurred. A 2.75x38mm ion stent delivery system was being removed from the protective hoop and it was noted that the shaft was broken in 2 places. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product.(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).